Event description:
The following has been reported: staff reported to biomed pump problem alarm, biomed confirmed problem, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (pressure sensor board). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Attached lvp to charging bracket and pulled logs to review. Reviewing logs revealed that the pressure sensor board had failed and produced the pump problem alarm error. Pressure sensor board will need replaced and all functional testing will be done before device is added to refurbished stock. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.